Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement pump with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.